Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a total laparoscopic hysterectomy, during cuff closure, the barbs on the suture were not holding. It was reported that the barb of the suture appeared "backwards". It was also stated that at least one needle fell out of the handle. The surgeon closed the cuff vaginally. There was no patient injury.